Event description:
The customer called and reported experiencing low blood glucose of 48 mg/dl. The customer believed this was caused by not eating enough before going to bed or delivering too much insulin when she bolused. Customer declined to troubleshoot for this. She did state she had an issue with the threshold suspend feature not working correctly and was transferred to speak with a representative regarding her glucose sensor and software.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.